Manufacturer narrative:
Device evaluation: a review of the records related to this equipment that included labeling, manual, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Manufacturing year 2014. Amo¿s investigation subsequently identified that the catalys system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore amo has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that it was difficult to obtain vacuum from the system. Then while laser was firing and after the capsulotomy procedure was completed the catalys system had a suction loss. It was reported that there were no indications of patient movement or force issues and that only capsulotomy was completed. Account said there was no patient injury or surgical intervention needed.